Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade ¿ the broken piece was returned for evaluation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image shows the instrument tip with obvious detachment to the instrument blade.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the harmonic ace instrument was noticed to have the cutter head fractured. The customer used a spare instrument to proceed with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The procedure was not confirmed. The surgical task being performed as the issue occurred was dissecting. The surgeon thinks what caused the fragment falling was an issue with the quality. The instrument was in use 30 minutes prior to the issue occurring. The surgeon did not notice any functionality issues with the instrument during the procedure. The instrument did not collide with other instruments or hard materials. The wrist was straightened before removal of the instrument and no resistance was noticed. No damage to the cannula was found. No other damage was noted to the instrument. All the fragments were retrieved with the endoscope. No additional procedures were required to remove the fragments. It was confirmed that all the fragments were retrieved. No tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient did not return to the hospital due to complications.